Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Summary of event: as reported, a patient with placenta previa underwent a cesarean section. Following the c-section, the patient suffered postpartum hemorrhage and lost ~700ml of blood and a 'bakri tamponade balloon catheter' was placed. The user noted continued bleeding after inflating the balloon. The user removed and tested the device and found leaking of the balloon. It is unknown how much blood was lost after the device issue and total estimated blood loss is also unknown. The patient did not require any blood transfusions. The patient remained hemodynamically stable. The balloon was not inflated prior to closure of the hysterotomy. The device was not handled by or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged the balloon. A hysterectomy was performed 'independent' from the device issue, due to the patient's placenta previa, age, and patient request. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), review of specifications, and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot: 14857495. A complaint history database search showed no other related complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. There is no evidence to suggest this device was manufactured out of specification. Cook also reviewed product labeling. The IFU (t_j-sosr_rev4; 'embryo transfer catheter') supplied with the device states the following in consideration of the reported failure mode: precautions: avoid excessive force when inserting the balloon into the uterus how supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Functional tests and visual inspection of the returned complaint devices were also conducted. One, used, 'bakri tamponade balloon catheter' was returned for investigation. A small pinhole was noted in the balloon material near the distal glue bond. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. A definitive cause of the puncture could not be determined from the available information, visual or functional inspection. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a patient with placenta previa underwent a cesarean section. Following the c-section, the patient suffered postpartum hemorrhage and lost ~700ml of blood and a 'bakri tamponade balloon catheter' was placed. The user noted continued bleeding after inflating the balloon. The user removed and tested the device and found leaking of the balloon. It is unknown how much blood was lost after the device issue and total estimated blood loss is also unknown. The patient did not require any blood transfusions. The patient remained hemodynamically stable. The balloon was not inflated prior to closure of the hysterotomy. The device was not handled by or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged the balloon. A hysterectomy was performed 'independent' from the device issue, due to the patient's placenta previa, age, and patient request. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.